Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 57 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. While delivering the short introducer over the guide wire, the patient's femoral artery was perforated. Vascular surgery was required to repair the injury.